Event description:
It was reported that customer was hospitalized for low blood glucose levels and dehydration. Customer's blood glucose value at the time of admission was 30 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.